Manufacturer narrative:
The associated complaint device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during procedure, the flexible drill overheated and broke. A delay of over 30min was reported. No injury reported. A back up device was available.